Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablati on, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 2030404-2018-00060, 3008452825-2018-00271, 3008452825-2018-00272, 2182269-2018-00102, 3005334138-2018-00250. During a pulmonary vein isolation procedure, an effusion occurred. While mapping and ablating in the vein of marshall (epicardially), an effusion was noted and confirmed via intracardiac echo. The procedure was completed with no intervention required and the patient was discharged the following day. There were no performance issues with any abbott devices.